Manufacturer narrative:
Initial trend analysis and production records investigated for lot 832361 was conducted, no malfunctions were found. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the pen needle item number 832361 with lot number 529913 feels blunt and painful when he removes it from his skin after injection.

Event description:
End user reports that the pen needle item number 832361 with lot number 529913 feels blunt and painful when he removes it from his skin after injection.

Manufacturer narrative:
Reserved lot numbers 529913 was tested for penetration force in comparison to another lot number 504321 and there was no malfunction or variance in product production found. There was no abnormalities found during the production process or while undergoing the testing procedures.